Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 106 mg/dl and sensor glucose value was 45 mg/dl. Insulin delivery was not suspended due to sensor glucose and blood glucose. Sensor glucose value that triggered suspend event was 45 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. Blood glucose value associated with the triggered suspend event was 160 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The sensor will be returned for analysis.